Manufacturer narrative:
" Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. "

Event description:
It was reported that 2 pen ndl 31ga 5mm 100bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "consumer called back, said call was disconnected. She stated that two needles broke off in the injection site, she went to ER, needles were seen via x-ray and she was referred to a surgeon to have the needles removed. She said the needles are too deep to be removed by ER doctor."